Event description:
The manufacturer received information from a third-party service center work order reporting that the everflo 120v opi domestic device pc board register and fuse burnt. There was no reported patient harm or medical intervention. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.